Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluations is completed. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformity. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) . The returned cable was tested with a reference hemopro and reference power supply. The cable failed the pre-cautery test, the device did not activate. The cable was examined under microscopy. There was no damage on the connector pins. The cable was evaluated for electrical continuity using a multimeter. The connection between pin-l on 6-pin din to pin-2 and pin-5 on 6-pin din to pin-3 was not available. Based on the results of the evaluation the reported complaint was confirmed.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, vasoview hemopro extension cable shorted out. The cord was never used during a procedure. The hospital did not report any pt effects.